Event description:
The patient presented with a chronic type b aortic dissection. The physician believed the pt may also have marfan's disease due to the patient's age and location of the disease. In 2005, the physician successfully implanted a tg3420 and tg3710 devices from the subclavian to the celiac access. At the close of the procedure, a proximal and distal type I endoleak was detected. At the follow-up visit, an expansion of the aneurysm sac was revealed and a tg3720 and tg3715 were successfully implanted to reline the existing tag devices proximal and distal to the existing devices. The relining resolved the proximal type I endoleak; however, the distal endoleak was slightly present. Five mos later, an expansion of the aneurysm sac was revealed. The four tag devices were explanted and the aorta was surgically repaired using a hemoshied tube graft. The patient later developed renal insufficiencies and paralysis in his lower extremities. The patient still has paraplegia and remains in the hospital. The physician states he does not feel the device caused or contributed to the event. He feels the patient's disease process and the patient selection was the cause and contributing factor to the event.